Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead in association with another manufacturer's pacemaker exhibited low out of range pacing impedance measurements of 200 ohms. An invasive procedure was performed. The physician elected not to reopen the pocket to explant the system. The system was surgically abandoned and a new system was placed on the opposite side. No additional adverse patient effects were reported.